Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Date of the event is estimated.

Event description:
It was reported the patient's l4 drg lead had migrated. The patient underwent surgical intervention where the lead was explanted and replaced with a new one.